Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus/basal delivery. It was unable to verify e70 alarm in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Unit received with cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump was not working correctly. It was constantly alarming motor error and it had occurred more then 10 times during the last 30 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.